Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 29.0 mmol/l. The troubleshooting was performed for high blood glucose levels. No further information was provided. The product will not return for analysis.